Event description:
Information was received from a patient regarding an external device to an implantable pump infusing fentanyl, bupivacaine, and unknown morphine for non-malignant pain. It was reported that the patient was having a lot of problems with the personal therapy manager (ptm) for about 2 months. The patient stated the ptm app was crashing constantly and they got an alert that some apps are crashing or freezing and they have to tap fix now to put the app to sleep. The patient stated they have cleared the cache and data all the time. The agent assisted the patient with clearing the data on the ptm and ptm was able to connect to pump very fast and was showing the lockout screen. The troubleshooting steps taking on the call resolve the issue. The agent transferring patient to hcit regarding apps crashing and put to sleep and the call was disconnected.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID hh90t02 (serial: (B)(6)); product type: 2201-mobile platform; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: brand name; product ID hh90t02 (serial: (B)(6)); product type: 2201-mobile platform brand name synchromed; product ID a820 (serial: unknown); product type: 0216-software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.